Event description:
On (B)(6) 2013 it was reported that it takes a long time to do an interrogation with the physician's handheld and that it is like it gets "stuck". It was stated that he doesn't have to start over; if he waits it will do the interrogation. The physician was unable to perform a system diagnostics test successfully either. The physician mentioned that he had the same problem with the handheld's older software model. The physician later reported that he is always able to complete the interrogations but a few times he does have to start over (hard reset). Most of the time, the physician has to wait a couple of minutes for the interrogation finish.